Event description:
In june 2001, a gore excluder bifurcated endoprosthesis was successfully implanted for the treatment of an aaa (max. Diameter 40mm). In 1/2006, the CT scan revealed an enlargement of the aneurysm sac (diameter 56 x67mm) with no endoleak present. The device was explanted and the vessel was open surgically repaired.